Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, UDI# added h4: manufacture date added h6: evaluation method code updated from "device not returning" to "device discarded".

Event description:
It was reported that device kink post-deployment occurred. A left atrial appendage (laa) closure procedure was being performed. Angiography was performed and revealed the laa to be too small; however, the physician decided to still attempt implant of a watchman closure device. A watchman access system (was) was positioned and a 21mm watchman closure device and delivery system (wds) was advanced. Many attempts were made to position the device; however, the was noted to be kinked and the wds sheath was noted to be damaged by the anchor of the closure device after full recapture. Because of this, the procedure was aborted.

Event description:
It was reported that device kink post-deployment occurred. A left atrial appendage (laa) closure procedure was being performed. Angiography was performed and revealed the laa to be too small; however, the physician decided to still attempt implant of a watchman closure device. A watchman access system (was) was positioned and a 21mm watchman closure device and delivery system (wds) was advanced. Many attempts were made to position the device; however, the was was noted to be kinked and the wds sheath was noted to be damaged by the anchor of the closure device after full recapture. Because of this, the procedure was aborted.